Event description:
Manufacturer representative reports a patient having difficulty with ambulation and speech since implant in 2005. The patient was seen in clinic for troubleshooting. Lead impedance readings were all in normal range. The battery was at 2.89 volts. The battery was nearing a low point but would not account for the complaints. Further follow up with the patient's hcp has not been possible. A follow up report will be sent when additional information is received.